Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen and guidewire lumen is separated 16mm from the tip. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the inflation lumen is separated. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 2.5mmx20mmx143cm fg coyote balloon was advanced for dilation. However, during the first inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 2.5mmx20mmx143cm fg coyote balloon was advanced for dilation. However, during the first inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.